Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had several alarms on the insulin pump. Customer reported receiving a failed battery test alarm and a battery out limit alarm. Customer also reported an unexpected restart alarm on the insulin pump. The customer's blood glucose was unknown at the time of incident. The customer stated they did not receive a low battery alert prior to the off no power alarm occuring. It was also found the unexpected restart alarm was recurring during normal insulin pump use. Customer stated they were able to resolve the failed battery test alarm during the call. The customer agreed to return the insulin pump for analysis.

Manufacturer narrative:
The pump alarmed unexpected restart and reset anomaly after battery change due to a faulty component on the interface board. The pump passed the idle current, run current, off no power, basic occlusion, occlusion, prime, no delivery, displacement, rewind and self tests. No unexpected failed battery test, off no power, battery out limit, low battery, or bad battery alarms were noted. The pump had minor scratches on the display window and a cracked reservoir tube lip.